Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-mar-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 08-oct-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a blood pressure drop, perforation, pericardial effusion and cardiac tamponade during the leadless implantable pulse generator (ipg) implant procedure. It was further reported that the leadless ipg tine was caught by the thin wall in the apex area at the time of deployment. Drainage was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.